Manufacturer narrative:
The investigation of the returned device indicated that the eeprom (memory module) is corrupted and the pump correctly triggered the e7. The meter is designed to detect this type of failure and present an error to the user to prevent risk to the customer. However, in this case, a supercap defect caused the pump to shut off without alarm and when it was restarted the e7 displayed. The supercap defect very likely influenced the power supply of the eeprom and caused its corruption during a write attempt, resulting in the e7. This report is related to the report(s) with patient identifier (B)(6).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was treated for hyperglycemia while using the infusion device. The infusion device displayed a "low battery" the night before the incident, but the patient did not change the battery. Upon waking up the next morning, the patient realized the infusion device was off. The patient then changed the battery and the infusion device displayed an e-7 error message. She changed the battery again, but the infusion device still displayed the e-7 error message. The blood glucose result was 440 mg/dl and she went to the hospital for further treatment. The blood glucose results at the hospital were not provided. The patient was treated with serum, insulin, and paracetamol. The patient was in the emergency room for an hour. The device serial number was not provided. Return of the suspect device was requested for evaluation.